Manufacturer narrative:
Device technical analysis the sentinel cerebral protection system (cps) was returned and device analysis performed by a boston scientific quality technician. Visual, microscopic and functional analyses were performed. Visual examination identified the proximal filter sheathed, the articulating distal sheath (ads) relaxed, and the distal filter was unsheathed and bent. Flush testing of the front handle flush port, rear handle flush port was performed without issue. The distal filter could not be sheathed using the distal filter slider due to the kink on the distal filter. The articulating distal sheath was able to be fully articulated and relaxed. The proximal filter was unsheathed using the proximal filter slider without issue. After the proximal filter was unsheathed, microscopic analysis identified the filter was partially detached from the hoop. A test guidewire was unable to pass through the sentinel cps due to the kinked distal filter.

Event description:
Reportable based on returned device analysis completed 14 april 2025. It was reported that difficulty removing, tip bent and outer sheath accordioned occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used in conjunction with a 0.014 boston scientific mailman guidewire. At the conclusion of the procedure, resistance was encountered removing the sentinel cps through the unknown introducer sheath. The sentinel cps was advanced and withdrawal was again unsuccessful. The sentinel cps and introducer sheath were removed from the patient as a unit. Inspection of the sentinel cps after removal identified the tip before the radiopaque marker was bent and the outer sheath was accordioned. The proximal and distal filters were inverted to wash out accumulated embolic debris and no filter tears were noted. No patient complications were reported. However, returned device analysis found the proximal filter was partially detached.